Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seat cracked after it was deployed into the aorta. The surgeon removed the seal and used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.